Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of 19 mg/dl (lo), 406 mg/dl and 446 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. It should be noted that this reader does not give numeric value for readings less than 20 mg/dl or higher than 500 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl and a "hi" display message indicated readings higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs for the fs libre reader was reviewed. The dhrs showed the fs libre reader passed all tests prior to release. The dhrs (device history review) for the precision strips was reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of 19 mg/dl (lo), 406 mg/dl and 446 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.